Manufacturer narrative:
Date of event: the exact date of onset of the infection is unknown; therefore, (B)(6) 2022 was populated due to being the last date the activ.a.c.¿ ion progress¿ remote therapy monitoring system was utilized. Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient was noted to be non-compliant with wound care regimen and was not changing the activ.a.c.¿ canisters when full, resulting in the v.a.c.® dressing being left in place without active v.a.c.® therapy for longer than the manufacturer's recommendation. Therefore, this event is being reported due to potential use error. A device evaluation is pending return of the device. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever, your wound is sore, red or swollen, your skin itches or you have a rash or redness around the wound, the area around the wound feels very warm, you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On 24-feb-2022, the following information was reported to kci by the patient: the patient was allegedly admitted to the hospital due to a secondary infection, evident by abscess formation, and tunneling. The patient reported the abscess developed in a different area than the primary wound; however, was unsure if related to the wound utilizing the activ.a.c.¿ ion progress¿ remote therapy monitoring system. When the abscess was being explored by the physician, a tunnel opened and drained. The patient believed the tunneling may have been missed before. The patient was placed on intravenous vancomycin and reported the infection was related to the surgery. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold, until the last abscess is drained, and wound care determines if the activ.a.c.¿ ion progress¿ remote therapy monitoring system can be reapplied. On (B)(6) 2022, the following information was reported to kci by the case manager: the patient was non-complaint and believed it was the cause of the infection. The patient was reluctant to get home care in the home, is a hoarder, non-hygienic, and not willing to comply. The home health noted the patient was not changing the activ.a.c.¿ canisters when full, resulting in v.a.c.® therapy being interrupted. Additionally, the patient wouldn't allow home health visits. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. The patient was noted to be non-compliant with wound care regimen and was not changing the activ.a.c.¿ canisters when full, resulting in the v.a.c.® dressing being left in place without active v.a.c.® therapy for longer than the manufacturer's recommendation. Therefore, this event is being reported due to potential use error.

Event description:
On 30-mar-2022, a device evaluation was completed by kci quality engineering. On 07-jan-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On 19-jan-2022, the device was placed with the patient. On 30-mar-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.